Event description:
The following info was reported: device would not deploy through sheath, manual pressure was held for 20 minutes, pt was fine. Sealant came out with the device. The pt was not hospitalized. Stick location: common femoral. Vessel size: 5mm. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.